Event description:
Complainant alleged that the medics were treating a pt. The medics indicated that the device advised shock to a non-shockable pt heart rhythm. The pt was shocked and then went into an asystole heart rhythm. The medics were unable to obtain a viable pt heart rhythm. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction.